Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, all leads were implanted without issue and tested on the pacing system analyzer (psa) with normal measurements noted. However, then the right ventricular (rv) lead was connected to the device, the pacing impedance measurement was high, out-of-range at greater than 3,000 ohms. The lead was removed and reconnected, but this did not resolve the issue. Therefore, the lead was explanted and a new lead was placed to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported out-of-range pacing impedance measurements and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.